Manufacturer narrative:
Results: tapered tip/'delivery catheter. Ddevice discarded unable to evaluate. Conclusion: device failure directly contributed to event.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. It was reported that the stent graft was deployed in the right common iliac, overlapped within the gate of the main bifurcation piece. The physician was initially unable to remove the proximal portion of the delivery system from the body. It appeared as though, the tip was caught on the stent strut, although outside of the material, was catching the bullet and prevented removal of the device. The physician was able to remove the delivery system from the body by rotating the delivery system as well as rotating the balloon catheter within the system. The device was discarded by the user facility. No additional clinical sequelae were reported and the pt is fine.